Event description:
During follow-up, premature battery depletion was observed. The device was explanted and successfully replaced. The patient was in stable condition.

Manufacturer narrative:
Sensing, pacing, pli, hvli, hv charging, hv delivery and hv shock impedance were tested and found to be normal. Longevity analysis found the device to be normal.